Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, a bug was found inside the capiox box of the procedure pack. No patient involvement as this occurred during out of box.

Manufacturer narrative:
The sample was not returned for investigation, but a photographic image of the bug inside the capiox packaging was provided; therefore this complaint was confirmed. Two lot numbers were determined based on the purchased orders provided to the customer (qe15 and qf28a). Device history record reviews of both lots provided no evidence of production related anomalies that would have contributed to this event. Retention units for both lots were inspected for foreign matter, but no anomalies were observed. The products go through 100 percent inspection prior to packaging. Although the boxes are taped, they are not completely sealed. It is possible for foreign matter, including a bug, to infiltrate the outer packaging (outside of the sterile bag) after the box leaves the production packaging area. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and f/up.